Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. This supplemental correction is being filed to correct the initial reporter and the report source. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
Boston scientific received information that the pacemaker had a sudden drop in longevity. Boston scientific technical services (ts) discussed that the sudden drop may be related to high output and which battery calculation bin device was using. It was also noted that there was increased av delay and the pacemaker had paced less. This pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the pacemaker had a sudden drop in longevity. Boston scientific technical services (ts) discussed that the sudden drop may be related to high output and which battery calculation bin device was using. It was also noted that there was increased av delay and the pacemaker had paced less. This pacemaker was explanted. No additional adverse patient effects were reported.